Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level were 400 mg/dl, 500 mg/dl, 300 mg/dl. The customer treated high blood glucose with manual injection. Insulin pump was exposed to insulin from reservoir. Customer declined troubleshooting. The insulin pump will be returned for analysis.